Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product problem: analysis confirmed the customer comment that both output connectors were broken. Analysis further noted that there were pinched wires in the lower case and on the liquid crystal display and on each the red one was exposing internal wires, the main keyboard was contaminated with adhesive and that there were intermittent issues with opening the battery drawer, that the shorting bar was not fully inserted into the battery drawer. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the atrial and ventricular connectors of the external pulse generator were broken. The epg was returned for repair. There was no patient involvement.